Event description:
According to the available information the male patient who was undergoing permanent catheterization and receiving integrated home care, repeatedly experienced leakage from the device due to deflation of the retention balloon in the 24 hours following catheter insertion by specialized nursing staff. The replacement procedure was necessary three times in four days, causing pain, discomfort and inflammation. In order to verify the integrity of the device, a balloon inflation test was performed outside the body. In this circumstance, microbubbles and visible fluid leakage were immediately detected, a clear indication of a defective balloon. Given the seriousness of the patients' clinical conditions and the permanent nature of the catheterization, urgent change is required in order to avoid further complications.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.